Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the (B)(6) system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as a tooth extraction (permanent impairment to a body structure) was reported and an align product was being used.

Event description:
The patient reported symptoms of infection, bone loss (root resorption) and tooth # 24 (lower left central incisor) being extracted. The patient did not requiring any medical intervention to alleviate the reported symptoms. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment has not been discontinued as the patient is still wearing the aligners and is currently asymptomatic.